Event description:
CT holding patient and noted the baby felt "wet". Other staff called over immediately. Nurses attended to the patient and held pressure and noted line snapped where the clamp was located. Pediatric surgeon called immediately. Dr to bedside to repair broviac catheter. Securement device placed at that time and to be on for 48 hours following event. Infant tolerated procedure well.